Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 525mg/dl. The customer stated that they woke up with the high reading and also stated that the reservoir area was wet. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.